Manufacturer narrative:
This report is being amended to reflect changes. This report will be amended when our investigation is complete.

Event description:
It is reported that patient is alleging loosening of the acetabular cup; it is unknown if a revision surgery has taken place.

Manufacturer narrative:
This report is being amended to reflect changes in sections. The reported devices are used for treatment. Operative notes for the procedure were reviewed. The patient was revised to a constrained liner due to previous recurrent dislocations and non compliance with post operative precautions, 3 screws were placed into the existing shell. It is noted that the patient violated their total hip precautions causing 4 previous dislocations. Preoperative radiographic assessment demonstrated excellent in-growth on the tm acetabular component. The femoral head, size 28 with a +7 neck was impacted onto the trunnion and confirmed to be stable. The hip was taken through a range of motion and verified to be stable. The additional information did not alter previously completed complaint investigation.

Manufacturer narrative:
Evaluation summary: neither x-rays nor operative notes have been provided for review. In general, patient factors that may affect the performance of the components include: age, bone quality, height/weight, activity level, type of activity (low impact vs. High impact), and relevant medical history. With the information provided a specific cause cannot be determined with certainty. Review of the manufacturing records determined that the devices associated with the complaint conform to specifications. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.